Event description:
The needle retracted very slow, and the nurse received a needle stick injury.

Manufacturer narrative:
Conclusions: a root cause analysis could not be determined as the sample was not available for the investigation. The device history could not be reviewed because the lot number is unknown. CAPA (B) (4) was initiated due to an increase of customer complaints regarding slow retraction for certain batches produced within the months of july and august 2008. A review of the defect descriptions provided with each customer complaint confirms that the problem observed by the user is slow retraction caused by an increased amount of gel within the device. (B) (4)